Event description:
A customer contacted beckman coulter inc. (Bec) in regards to erratic total beta hcg (tbhcg) results generated by unicel dxi 800 access immunoassay analyzer for one patient. The qualitative testing on the first sample generated a positive result, but testing on the second sample drawn from the patient approximately two hours later produced a result within the normal reference range. Repeat testing on the first sample again produced a result above the normal reference range but outside the published precision claims. Additional testing on the diluted patient samples on an alternate instrument produced erratic results both above and below the upper limit of the normal reference range. The results were reported out of the laboratory. The customer was unable to indicate if there was any impact to patient treatment. The field service engineer (fse) obtained passing system check results on (B)(4) 2012. The fse also performed pump verification testing, carryover testing, high sensitivity system checks and qc testing, and all results met the specifications. The fse noted there were no repairs made to the instrument as all instrument diagnostic testing performed by the fse generated passing results. The cause of this event is unknown. There was insufficient evidence to determine a definite cause for this event or that a specific malfunction had occurred to generate the erratic bhcg results.